Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the photos were received by bd for evaluation. The DHR of the provided material number and lot number was checked and no quality notification was recorded on this lot. No samples and three photographs were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of the same material code and lot number for investigating the reported defect. None of the ten retention samples showed marking defect or showed leakage in them. Based on the photograph the reported defect is confirmed. But to investigate the probable root cause the original sample will be required. The photograph provided is not sufficient for investigating the probable root cause of the marking defect happening in the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported two discarditii 5ml syrg only were missing their scale markings. The following information was provided by the initial reporter: "also a couple of syringes from this lot did not have marking on them".